Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, when the torque wrench was used, it could screw, however, 'ticking' was not heard. Although the lead, which was connected to the device, was pulled, it was not pulled out, and the device check performed with normal values measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, when the torque wrench was used, it could screw, however, 'ticking' was not heard. Although the lead, which was connected to the device, was pulled, it was not pulled out, and the device check performed with normal values measured. The ipg remains in use. No patient complications have been reported as a result of this event.